Event description:
It was reported "the customer reports that she has had issues with the extension tubing separating from the IV catheter in the vein." No patient harm. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2268 showed no other similar product complaint(s) from this lot number.